Event description:
The customer reported via phone call that the pump had a motor error alarm and high blood glucose. The blood glucose at the time of the incident was 250 mg/dl. The customer states they did not have any symptoms and treated using a syringe. A bolus was programed and recorded in the history. However the high pressure test was performed and failed. The pump alarmed motor error at after 5.2 units. The device will be returned for analysis.